Event description:
It was reported that the suture was broken when the surgeon attempted to sew the tissue. It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2024; and a suture was used. During the procedure, the suture broke when the surgeon attempted to sew the tissue. Changed to another two to continue the surgery but the same problem happened again. Changed to another one to complete the surgery. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned related events captured via: 2210968-2024-03090, 2210968-2024-03091 .

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/26/2024. H6 component code: g07002 pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. The following information was received: new lot number need to be added. One of the product code pdp340h , lot number slmsah , quantity to be returned should be (B)(4). The other product code pdp340h , lot number sjmmaj , quantity to be returned should be (B)(4). A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem . Additional h3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, ninety-six unopened samples pertain to the product code pdp340. As per the sampling plan, a visual inspection was performed on thirty-two samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.